Manufacturer narrative:
Date sent to the FDA: 10/11/2017. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did 1 stratafix suture break into bits and pieces in each patient? If separate patient events, please assign the correct lot number to each patient event / file (you reported lots lbm284, lcm705, unknown). Did 3 stratafix sutures break into bits and pieces in the patient? The patient demographics info: age, gender, weight, bmi date and name of the spine procedure when did the suture break post-operatively? Date of re-operation? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Where on suture was it found broken in bits and pieces, (i.e. Middle or end)? Was there any precipitating stress factor for the suture breakage? What medical/surgical intervention was performed for this event? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What is the surgeon¿s opinion of the causative factors for the breakage of the suture? What is the patient¿s current status?

Event description:
It was reported that patient underwent spinal procedure on unknown date and barbed suture was used to close the fascia. Approximately 2-3 weeks post operatively, the patient experienced wound rupture. An additional procedure was performed on an unknown date and suture was noted to be broken, in bits and pieces with no retention strength. Additional information has been requested.

Manufacturer narrative:
Additional information. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: the complaints are from august/september, but not more specific the patient demographics info: age, gender, weight, bmi no additional information is available date and name of the spine procedure no additional information is available when did the suture break post-operatively? Date of re-operation? No additional information is available what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? No additional information is available where on suture was it found broken in bits and pieces, (i.e. Middle or end)? The entire suture was in bits and pieces was there any precipitating stress factor for the suture breakage? No what medical/surgical intervention was performed for this event? No additional information is available did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? No what is the surgeon¿s opinion of the causative factors for the breakage of the suture? No additional information is available what is the patient¿s current status? Re-operation went fine, but no additional information is available product return date and tracking number no additional information is available to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Evaluation summary - representative samples were returned for evaluation. During the visual inspection of the representative samples, no defects were found on the packaging. The samples were opened and the swage and attachment area of the needles were as expected. The sutures were dispensed without problems and examined along the strand and no defects or breakage suture was observed. In addition, the samples were tested for tensile strength and the result is above the minimum individual strength requirements. According to the sample conditions, no suture breakage was observed and the samples tested met the finished good requirements.